Manufacturer narrative:
Add'l info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance with when add'l reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that the surgeon experienced low ultrasound potency during a cataract extraction procedure. The surgery was completed with the same system by increasing the power following a 30 minute delay. There was no harm or impact to the pt. As a precaution, the facility rescheduled the remaining procedures scheduled for the day.